Event description:
It was reported that the catheter entrapment occurred. A 3.00x20mm promus element ¿ drug eluting stent was advanced to treat the lesion but was twisted along with the unspecified guidewire during advancement. The stent was not deployed and the physician tried several times to remove the stent. The stent and the guidewire were removed along with the unspecified guiding as a single unit. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis attached to a 0.014" guidewire. A visual examination of the crimped stent found the entire stent profile was damaged. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no damage along the hypotube shaft. A visual and tactile examination found severe torsional strain (twisting) on the mid-shaft, proximal to the port bond skive. The inner wire lumen was damaged also; 60mm distal from the port bond skive. The inner wire lumen appears stretched with minor necking evident. This type of damage is consistent with excessive tensile & torsional force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter entrapment occurred. A 3.00x20mm promus element drug eluting stent was advanced to treat the lesion but was twisted along with the unspecified guidewire during advancement. The stent was not deployed and the physician tried several times to remove the stent. The stent and the guidewire were removed along with the unspecified guiding as a single unit. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).